Event description:
Complaint alleged that the head section would drift down from raised position. Cause unknown. No injury alleged.

Manufacturer narrative:
Technician found vacant bed located in ICU hallway. Head section would drift down from raised position. Cause unknown. Resolution: replaced head down solenoid valve stem to resolve this issue.